Event description:
An or staff member reported the fusion system stopped navigating during a procedure. They checked tracking details, which showed an emitter communication error. The site discontinued use of navigation and proceeded with the surgery. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Medtronic engineering confirmed the field generator is not functioning properly. When the cable is connected to a test system the navigation tab shows red status and says "axiem emitter low drive error". Software diagnostics indicates an open on coil #5. A new emitter was installed on the fusion system and resolved the issue. System fully functional after replacement of field generator (a.k. A. Axiem emitter).